Event description:
It was reported to philips that device was freezing, did not turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) performed an onsite evaluation and identified multiple dicom requests, as well as a single occurrence of a forced system reboot during the troubleshooting process. The fse carried out a shutdown check that lasted 2 minutes and 15 seconds, followed by a power-up procedure that took 2 minutes and 30 seconds. During these assessments, the system functioned properly without any error. The review of system log file shows software error. However, the cause of the issue remains unknown from analysis. To date, there have been no further reports of this issue the codes were updated based on the investigation outcome.